Event description:
It was reported that the patient fainted at home on (B)(6) 2022 and the paramedics transported the patient to the hospital. On the way to the hospital, the nurse tested the patient's blood glucose level with the paramedic's meter and the blood glucose result was "hi" mmol/l (greater than 33.3 mmol/l). The emergency doctor treated the patient with supplemental saline and sent the patient to the "department of secretology" after arriving at the hospital. The nurse used the same test strips and meter to test the patient's blood glucose level and the blood glucose result was 2.9 mmol/l. Another blood glucose test was performed and the result was 3.0 mmol/l. The nurse immediately took venous blood from the patient and sent it to the laboratory. The blood glucose result from the laboratory was 2.3 mmol/l. The patient was then treated with sugar solution and began to recover. The exact timeframe between the blood glucose results was not provided. It is unknown how long the patient was in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.